Manufacturer narrative:
(B)(4). No related complaint received with the return of the device. Failure event observed during analysis. Final analysis found insulation degradation that had breached the insulation was found at 14.5 cm to 14.7 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.